Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred 2 days after sensor insertion into the arm. On (B)(6) 2024, in the morning, the patient had a ¿normal¿ cgm reading, however, no specific value was provided. The patient was also wearing an insulin pump (brand not specified). At an unspecified time later in the day, the patient¿s sensor failed and decided to remove the wearable. The patient did not know how to insert a new wearable; therefore, she decided to wait for her daughter to get home. Approximately 4 hours later the patient began feeling sluggish, had dry mouth, blurry vision, and was weak. Around 6pm, the patient¿s daughter arrived and saw the patient lying in her bed and ill. She called the emergency service line 911. Emergency medical service arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s blood glucose (bg) meter reading was high mg/dl. The patient was treated with insulin and IV fluids. The patient was discharged home after 6 days. It was documented that the patient¿s bg level at discharge was 120 mg/dl. The patient was stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.